Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) completely stops when switching from 30:2 mode to continuous CPR and will not restart and that the device pauses for 8 to 10 seconds during the breath phase was not confirmed based on the archive review or functional testing. The reported complaint could not be reproduced. Upon visual inspection, no physical damage was observed. During the archive data review, the customer complaint was not confirmed. The customer's complaint was not replicated during functional testing. Following the service, the autopulse platform passed the run-in and final tests without any faults or errors.

Event description:
Event #4 the customer reported during use on a cardiac arrest patient, the autopulse platform (sn (B)(6) completely stops when switching from 30:2 mode to continuous CPR and will not restart. Additionally, the device pauses for 8 to 10 seconds during the breath phase. This is significantly longer than the previous breath phase. This issue caused delay as the crew needs to stop what they are doing to fix the issue with the device. However, the crew is trained in bls and switch to manual CPR very quickly to minimize any impact on the patient. No injuries were reported.